Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the belt clip was broken. Customer stated the blood glucose was 280 mg/dl while reporting and took a shot and blood glucose went up to 452 mg/dl. Customer stated needed belt clip replacement. No further information provided.